Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator was experiencing premature battery depletion (pbd). The longevity decreased substantially the past two months. Device data showed the device power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the bsc representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator was experiencing premature battery depletion (pbd). The longevity decreased substantially the past two months. Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. There were no additional patient adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator was experiencing premature battery depletion (pbd). The longevity decreased substantially the past two months. Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. There were no additional patient adverse effects reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.